Manufacturer narrative:
Correction: was incorrectly selected as both product problem and adverse event when it should have just been product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of other chronic/intract pain. It was reported that the patient's implanted system is not functioning. The patient said that both the patient programmer and recharger are in test mode. Patient services inquired what screen was seen and the patient stated it said test. The patient then stated that it could possibly be eri. No troubleshooting was possible. No further complications were reported or anticipated. No symptoms were reported.